Event description:
It was reported that insulin was leaking from the ilet cartridge chamber during a supply change due to a connector that was not fully locked, and insulin residue was observed in the chamber; the user also observed some cartridges with past-due expiration dates. Customer care provided assistance that included troubleshooting with the user to verify proper cartridge fill volume, correct insertion, and secure connector and tubing engagement. Investigation of this case revealed user technique issues related to incomplete connector locking as the likely source of leakage, with potential contribution from expired consumables; the device resumed normal function after corrective steps. Symptoms included no reported clinical effects. Outcomes included restoration of insulin delivery after cleaning the chamber, loading a new cartridge, and correctly locking the connector and tubing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connection security during setup.